Manufacturer narrative:
(B)(4).

Event description:
It was reported that higher than upper limit hv lead impedance was observed through merlin.net transmission. Lead fracture was suspected. Patient was called in clinic and elevated hv lead impedance was confirmed. Chest x-ray was taken but the results were not available. Patient was scheduled for lead revision. During procedure, it was discovered that the issue was due to loose set screw. Physician was able to remove the lead from the header port without undoing the set screw. Normal impedance measurements were obtained when the lead was re-placed in the header. The device was placed back in the pocket. The lead was repositioned. The wound was closed and the patient recovered with no complications.